Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device failed several self-tests due to a low battery between (B)(6) 2014. An increase in voltage then suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. During the investigation the green status led was found to be constantly lit in time with the stand clear leds, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.